Event description:
It was reported that the patient presented for an artificial valve procedure. During post-procedure, the right atrial lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.